Event description:
The customer reported that an 840 ventilator had an erratic gui display. There was no pt involvement. The customer reported to have replaced the graphic user interface cpu pcb. Covidien was not authorized to service the device. The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).